Event description:
In 2005, a core excluder thoracic endoprothesis was successfully implanted to treat a type b dissection. CT measured the aorta at 28mm with the ivus measuring the aorta at 31mm. Due to the aortic neck lacking enough distance distal to the subclavian, the clinician chose a 34x15 device and positioned the device covering the subclavian artery. Ballooning was not performed following the implant. At the one week follow up visit, the CT scan revealed an aortic false lumen still being perfused resulting in a type I endoleak. The pressures from the false lumen created an infold of the device. A 34x10 device was implanted and was successful in treating the type I endoleak and the device infold.